Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous left circumflex artery that was 95% stenosed, narrow, and heavily calcified. Pre-dilatation was performed, and the 2.5 x 38 mm xience sierra stent was advanced but failed to cross the lesion and the proximal shaft separated into two pieces. The device was simply removed from the anatomy and once out of the anatomy, the struts were noted to be flared. There was no reported adverse patient effect and no clinically significant delay in the procedure. Two non-abbott stents were used to stent the lesion and an nc traveler 2.75 x 15 mm was used to post-dilate. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported material deformation (stent damage) was not confirmed as there was no damage noted to the stent. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.